Manufacturer narrative:
Correction made to h4: device manufacture date: 3/24/2020 (previously submitted as ni). H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection was performed with naked eye was performed and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Torque engagement was performed and the device met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: after the minicap extended life pd transfer set was changed on an unspecified in the month prior to the receipt of this report, the customer found the set to be ¿hard¿ (difficult) to open and close, however, the customer continued to use the set for one month until it then became blocked (clarification omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was ¿hard¿ to open and close and became blocked. The patient¿s transfer set had been changed on an unspecified date approximately one month prior to the event. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.